Event description:
The customer reported an employee who experienced hydrogen peroxide contact after touching a cassette that was rejected by the unit without wearing gloves. The employee reported that the contact occurred on his left index finger and that he experienced a burning sensation. The employee rinsed the area with running water and did not seek medical attention or required treatment. The employee recovered without issue.

Manufacturer narrative:
Hydrogen peroxide contact.